Event description:
The customer reported generation of one (1) false high patient results for ise (ion selective electrode) sodium (na), k, (potassium) and cl (chloride) and quality control (qc) level 3 failing on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and found that the ise buffer valves were causing improper dispensing. The fse replaced the ise buffer valves which resolved the issue. The fse performed verification testing which included calibration, and quality control (qc). And all passed successfully. No further issues were noted after replacement of ise buffer valves. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is: (B)(4).